Event description:
Procedure type: nephrectomy. According to the reporter: the surgeon used the endo retract ii instrument to retract the kidney. During the procedure the 2 semicircles of black plastic snapped and fell into the pt. All of the plastic pieces have been retrieved from the pt.

Manufacturer narrative:
(B)(4).